Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Device requested but not received.

Event description:
According to the customer email: we had an incident with an avalon cannula - suspect it developed a crack which caused the ECMO circuit to fill with air. The patient is miraculously fine. Looks like a 31 fr. When this happened, they put bone wax over where they thought it was leaking and then wrapped it with ioban dressing. They cannula was exchanged during use with another one. No harm to patient was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The product was requested for return to the manufacturer for laboratory investigation. The returned avalon elite was investigated in the laboratory on (B)(6)2018. An avalon elite fr. 31 was sent back. The catheter was contaminated upon delivery and both connectors were taped. Catheter was cleaned several times with sodium hypochlorite, tape removed. Visual inspection performed. The entire catheter has 5 kinked sites. One kink has two cracks which leads to a leak. Another kink has marks from a clamp. No further abnormalities could be detected. Thus the failure could be confirmed. The most probable root cause could not be exactly determine which led to the cracks. On one crack a mark from a clamp was detected in this case is to assume that the clamp was placed on the wrong position. To perform a DHR from avalon is not possible because the lot number of the catheter is not available. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).